Event description:
The pt was seen in clinic. Implantable pump interrogation revealed multiple motor stalls and recoveries beginning 2009. The stalls were not correlated with any activity or known magnetic interference. The pump was used to deliver dilaudid, bupivacaine, and clonidine. The pump was replaced twelve days later. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The pump was returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.